Manufacturer narrative:
Retained lot samples for syringe lot 667619 were tested for needle sharpness. No abnormalities were found during testing.

Event description:
End user reports that while using pen needles item 832081 lot 667619, excessive pressure is being used to get the cannula into the skin. User properly rotates puncture locations.

Manufacturer narrative:
Initial trend analysis for lot 667619 was conducted, no malfunctions were found. This is the only complaint for lot 667619. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using pen needles item 832081 lot 667619, excessive pressure is being used to get the cannula into the skin. User properly rotates puncture locations.